Event description:
A customer reported that erroneous, elevated sodium (na) results were generated on a unicel dxc 800 synchron system. The customer did not state how many samples were affected. The customer provided verbal communication indicating the generation of an erroneous, elevated na result for one patient sample linked to this event. No patient data was provided by the customer. Upon repeat of the patient sample on an alternate instrument, a lower na patient result was generated which was regarded as valid the erroneous initial na result was not reported from the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. There were no issues with instrument quality control (qc) results during the timeframe of the event. Patient specific information, sample collection/handling information and additional instrument/analyte performance data was not provided by the customer. A five repetition precision run of a na sample generated unacceptable precision

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) found a large bubble in the modular chemistry sample syringe. The fse removed the bubble. This did not resolve the issue. Due to subsequent na drift issues the fse replaced the sample syringe wash drive and wash collar. This also did not resolve the issue and the fse replaced the ratio pump, which resolved the issue. Upon completion of the necessary and verified repairs, the instrument was returned back into service. The failure mode associated with this event is an affected ratio pump.